Manufacturer narrative:
Investigation is ongoing to gather further details regarding this event. If further information becomes available, a follow-up report will be submitted.

Event description:
During a laser lead extraction using an lld and a 16f sls laser sheath, an injury to the svc/ra junction occurred. A thoracotomy was performed and the injury was repaired. The patient survived the intervention.

Manufacturer narrative:
Evaluation codes updated to include device and patient codes.